Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using proglides relative to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures were noted to be loose after the devices were deployed for two proglide devices. Another proglide suture was successfully deployed and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿loose suture¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.